Event description:
It was reported when using the kit grp a strep 30 test veritor, one (1) false negative patient result was obtained. Upon confirmatory testing by culturing the sample, a positive strep a result was obtained. The provider canceled the strep screen order and treated based on symptoms. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3353256. The customer reported that they received negative results from the analyzer, but follow-up cultures were positive. The customer confirmed using a red double swab and blue top eswab for sample collection. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. There were photographs received and one of the photographs showed the negative result obtained from the analyzer. The reported issue was confirmed through this photograph. The root cause could not be determined. Bd quality has tried to obtain the same collection swab that the customer used for sample collection, but has been unable to obtain as a competitor of the swab's manufacturer. If samples of the swabs are received at a later date, quality will perform an additional test, and the complaint may be reopened. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the kit grp a strep 30 test veritor, one (1) false negative patient result was obtained. Upon confirmatory testing by culturing the sample, a positive strep a result was obtained. The provider canceled the strep screen order and treated based on symptoms. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.